Event description:
Iridex became aware of an adverse event from literature review. A 48-patient study was conducted to compare the efficacy and safety of transscleral cyclophotocoagulation treatment using micropulse mode versus continuous wave mode. The article discusses one case of phthisis bulbi after a transcleral photocoagulation procedure was performed in continuous wave mode. Observations of prolonged hypotony were noted during six month follow-up for some patients who were treated in continuous wave mode. The number of patients affected is not mentioned. The results of the study concludes that both treatment modes are effective in reducing intraocular pressure. The journal article also concluded that micropulse mode provided a more consistent and predictable effect in lowering intraocular pressure with minimal ocular complications. Literature reference : "micropulse versus continuous wave transscleral diode cyclophotocoagulation in refractory glaucoma: a randomized exploratory study - pubmed." Pubmed, https://pubmed.ncbi.nlm.nih.gov/24811050/.